Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-02068. The pt received her scs system on (B)(6) 2008. It was reported that the pt was experiencing intermittent stimulation. The pt underwent a revision on (B)(6) 2008 to secure the connection to the extension. This did not resolve the problem. The pt underwent another revision on (B)(6) 2008 to secure the other connection. This did not resolve the problem. The system was replaced on (B)(6) 2008. The explanted leads were returned to ans for eval. No further info is available.

Manufacturer narrative:
Evaluation, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.